Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited undersensing on the right atrial (ra) lead that resulted in inappropriate anti-tachycardia pacing (atp) and one shock delivered for an atrial driven rhythm. Technical services (ts) reviewed and provided assistance. This product remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.